Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a vibratory notifier and presented to the clinic with no symptoms. Loss of capture, increased pacing lead impedance and fracture were observed. The lead was capped and replaced on (B)(6) 2017. The patient was stable before during and after the procedure.